Manufacturer narrative:
Citation: attizzani g.f. Et al. Acute and long-term (2-years) clinical outcomes of the corevalve 31mm in large aortic annuli: a multicenter study. International journal of cardiology. E-published november 1, 2016. Http://dx.doi.org/10.1016/j.ijcard.2016.10.104 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a study was performed to evaluate acute and long-term clinical outcomes of corevalve in large aortic annuli. The study population included 2069 patients (predominantly male, mean age of 80 years), all of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients, 360 deaths occurred, which included: in-hospital death, in-hospital cardiovascular death, 30-days death, and 30-days cardiovascular death. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: cardiac tamponade, conversion to open surgery, major arrhythmia, new permanent pacemaker implant, acute myocardial infarction, acute mitral regurgitation, acute kidney injury, cardiogenic shock, transient ischemic attack, stroke, major bleeding, and vascular complications. No additional adverse patient effects were reported.